Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. In (B)(6) 2023, the patient experienced inaccurate cgm readings after inserting the dexcom sensor into the arm. On (B)(6) 2023, the dexcom cgm app issued a high glucose alert. There is no documentation indicating whether the patient confirmed the reading with a blood glucose (bg) meter. Trusting the estimated glucose value (egv) from the cgm, the patient administered an insulin dose. Sometime after the insulin injection, the patient began experiencing symptoms of hypoglycemia, including shaking, and subsequently suffered a significant hypoglycemic episode. The patient¿s wife observed his condition and administered orange juice. Following this intervention, the patient¿s blood glucose returned to normal, and he recovered without further incident. There is no documentation of additional medical evaluation or intervention following the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.